Manufacturer narrative:
Device evaluated by MFR: the synergy ii us mr 4.00x24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified that the stent was damaged. Damage was noted across most of the stent. Stent struts and been lifted from the stent profile and bent in a distal direction in parts. Proximal stent struts had been crushed. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. .the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04726. It was reported that the stent moved on balloon. The target lesion was located in the mid right coronary artery (rca). A 4.00 x 24mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent was little bit stripped off the balloon. Subsequently, a 4.00 x 20mm synergy ii drug-eluting stent was advanced but also failed to cross the lesion. When the device was removed, it was also noted that the stent was little bit stripped off the balloon. The device was completely removed from the patient and the procedure was competed with non-bsc stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04726. It was reported that the stent moved on balloon. The target lesion was located in the mid right coronary artery (rca). A 4.00 x 24 mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent was little bit stripped off the balloon. Subsequently, a 4.00 x 20 mm synergy ii drug-eluting stent was advanced but also failed to cross the lesion. When the device was removed, it was also noted that the stent was little bit stripped off the balloon. The device was completely removed from the patient and the procedure was competed with non-bsc stent. No patient complications were reported and the patient's status was fine.